Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n304897, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen (concentration 2000mcg/ml; dose 927mcg/day) via an implantable infusion pump. Patient history included cerebral palsy (cp), increased intracranial pressure (icp), and intractable spasticity. The patient was admitted to the hospital on (B)(6) 2015 with symptoms of lethargy, nausea, and vomiting. The patient also experienced dizziness and headache when lying flat. It was unclear at this time what led to the event; however, it was noted that the patient had a shunt replacement on (B)(6) 2015 and a pump refill on (B)(6) 2015. The hcp interrogated the pump to check the logs, programming, and drug information and dosing. All results of the interrogation were normal. The patient was worked up for shunt infection, shunt malfunction, and pump malfunction on (B)(6) 2015. There was no evidence of infections or pump malfunctions at this time. The pump was refilled with new drug of gablofen 2000mcg/m l and the dose remained the same at 927mcg/day. The compounded baclofen was sent off for analysis to verify the concentration. The shunt was reprogrammed from 150 to 200. It was unknown if the issue was resolved at the time of the report. Patient status at the time of the report was alive with no injury. On (B)(6) 2015, additional information was received from a healthcare provider via a company representative who indicated that the patient was discharged on (B)(6) 2015 and was doing well. The patient returned to the clinic for a follow-up appointment and the recommendations were outpatient physical therapy/occupational therapy and to follow-up accordingly. During the patient's inpatient hospitalization, the baclofen pump was refilled and a sample of the liquid substance that was removed from the pump was sent to the lab for analysis. It was expected that the liquid was baclofen; the results were pending and should be completed on (B)(6) 2015.